Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiver bundle (lcb) broken. Based on the result, we concluded that it was caused due to an excessive force applied on the lcb.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Lcb broken, reduced to 80/20. This event occurred at the time of before use. There was no report of patient harm.